Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year old (B)(6) female patient underwent primary breast augmentation with mentor smooth round moderate profile 275 cc saline breast prosthesis. Deflation of the left breast prosthesis was confirmed by physical examination. As a result, the patient underwent removal and replacement with mentor gel breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
On 8/16/2018, mentor became aware that the patient underwent removal and replacement with mentor smooth round moderate profile 250cc saline catalog: 3501635 lot: 7587573 sn: (B)(4). On 8/17/2018, the mentor failure analysis lab has received the device for evaluation. Device investigation summary: upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, product evaluation observed a crease on the anterior view extending to the posterior. A rent was discovered within the crease on the anterior view measuring 1.0 cm. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).